Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had a sudden out of range jump in shock impedances greater than 200 ohms. They reprogrammed a coil to coil configuration had a normal looking egm and impedance, but then after some pocket manipulation the egm was flat. The device and rv lead were explanted and replaced, which required hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device case. An x-ray of the device found that df header wires were fractured at the header feed-through entry point. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. The observations of the loose header and fractured df wire likely contributed to the sudden jump in shock impedances.